Event description:
Additional information received indicated that the patient's right ventricular lead had additional episodes of lead noise. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable throughout.

Manufacturer narrative:
The reported event of lead noise was confirmed. External insulation abrasion was noted at 16.1-16.6 cm from the pin consistent with lead friction to the ICD can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Interrogation showed the patient right ventricular (rv) lead was sensing noise. The patient was asymptomatic. Programming changes were made and the lead will continue to be monitored. The patient was stable throughout.